Event description:
After the initial implant procedure was completed, a loss of sensing was observed on the right atrial (ra) lead. The following day, an ra lead revision was performed and the ra lead was found to be dislodged. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.